Manufacturer narrative:
Qa received and tested customer's strips; 4 of the 5 returned strips read lo and 1 of the 5 read 11mg/dl. Retention reagent gave satisfactory performance.

Event description:
The customer tested her blood glucose on a contour meter an it was 99mg/dl. She retested on a contour next ez and the reading was lo. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips and a new meter were sent to the customer.